Manufacturer narrative:
(B)(4). This is one of two events of electrolyte imbalance reported for the same patient involving two separate incidents. There is no documentation in the medical record supporting a possible association between the liberty cycler and the events of hyponatremia, hypokalemia, anxiety, depression, hypotension, and the outcome of hospitalization. However, there is a probable association between the patient¿s co-morbid diseases of ischemic cardiomyopathy with ejection fraction of 10 to 15%, systolic and diastolic congestive heart failure, mitral valve replacement, the events, and the outcome. Further information has been solicited. The plant investigation has not yet been completed. A follow up report will be filed upon completion of the investigation.

Event description:
Patient reported being hospitalized for dehydration. Medical records were requested and received. Based on the 8 pages of medical record information, it appears that this is a (B)(6) male esrd patient on continuous cycling peritoneal dialysis (ccpd) therapy being carried out daily through delflex via intraperitoneal (ip) route with dose regimen not reported, that started dialysis therapy on an unknown date. On (B)(6) 2016, the patient presented to a hospital¿s emergency department with multiple non-specific physical complaints with worsening anxiety, depression, and hypotension; blood was drawn that showed hyponatremia and hypokalemia; and the patient was admitted to the hospital. On an unknown date during the admission, the patient was administered midodrine; dose regimen not reported. On (B)(6) 2016, the patient was discharged from the hospital to a skilled nursing facility. On an unknown date, the patient was discharged from the skilled nursing facility to home. As of (B)(6) 2016, the patient was residing in their home, the patient continues to experience anxiety and depression, the episode of hypotension continues but resolves with midocrine compliance, it is unknown if the event of hyponatremia and hypokalemia resolve, and it is unknown if the patient continues ccpd therapy.

Manufacturer narrative:
The liberty cycler was not returned or replaced for this event. An investigation of the device manufacturing records was conducted by the manufacturer. The device history record was reviewed and there was noted a safety clamp error issue. In addition, the device record review confirmed the labeling, material, and process controls were within specification.